Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated soft cannula found crimped upon removal from infusion site. The batch 6006379 in question was manufactured at the reynosa site. Complaint investigation test results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional test (flow test) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006379 was manufactured according to the wi version 45 manufactured in the line multivac 12, on 02/apr/2024 with a total of (B)(4) units. Assembly DHR review: the lot 4c04581 was manufactured according to the wi version 27 manufactured in the line/machine assembly qs sc1, on 02/apr/2024 with a total of (B)(4) units. The lot 4c04582 was manufactured according to the wi version 27 manufactured in the line/machine assembly qs sc1, on 02/apr/2024 with a total of (B)(4) units. The lot 4c05401 was manufactured according to the wi version 27 manufactured in the line/machine assembly qs sc1, on 06/apr/2024 with a total of (B)(4) units. The lot 4c05402 was manufactured according to the wi version 27 manufactured in the line/machine assembly qs sc1, on 07/apr/2024 with a total of (B)(4) units. Bun DHR review: the lot 4c04392 was manufactured according to the wi version 38 manufactured in the machine usc05-us06, on 01/apr/2024 with a total of (B)(4) units. The lot 4d00025 was manufactured according to the wi version 38 manufactured in the machine usc05, on 02/apr/2024 with a total of (B)(4) units. The lot 4d00026 was manufactured according to the wi version 38 manufactured in the machine usc05, on 07/apr/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 03/jun/2025 against malfunction code evaluated soft cannula found crimped upon removal from infusion site and lot 6006379 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: chile.

Event description:
Reference number (B)(4). Event occurred in chile. It was reported that the patient faced infusion set cannula crimped event on (B)(6) 2024.. The site of insetion was abdomen. The infusion set was in use for 8 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.